Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection before use, the cardiosave intra-aortic balloon pump (iabp) unit was leaked. No patients were involved.

Manufacturer narrative:
Telephone number : (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the safety disk was leaking. The fse replaced the safety disk. The unit passed all functional and safety tests and was returned to customer.